Event description:
It was reported the patient ¿died¿ and was revived during the implant procedure. The reporter stated the patient was revived during the surgical procedure and the patient was admitted over night after implant. It was noted the event occurred on (B)(6) 2013. It was further noted the event was not device related, but due to the patient¿s heart. The reporter stated the implantable neurostimulator (ins) was implanted very deep because the healthcare professional could not check it during the procedure due to the patient¿s condition. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
(B)(4): it was reported the patient ¿died¿ and additional information was received indicating that patient was last seen in the clinic on (B)(6) 2014 and the patient had good coverage at that appointment. During the procedure they had just started to place the need and that was a respiratory issue related to medication give by the staff. It was unknown what other past medical history with the patient prior to the procedure other than her indication for receiving the spinal cord stimulation therapy. The patient was 5 feet tall and weighed 300 lbs at the time of the implant. There were concerns about using medications because of the patient¿s weight but would not have been able to test properly if a general anesthetic was used. They did measure the depth of the pocket carefully but with the patient adipose tissue it may have affected measurement. The respiratory arrest was related to medication and patient size. The patient was intubated and the procedure continued and the patient did fine. It was verified that there was no cardiac arrest.